Event description:
It was reported that the patient had a revision surgery due to patient dissatisfaction with his inflatable penile prosthesis (ipp). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Changes to this report: stated that this patient experienced patient dissatisfaction and updated product evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a revision surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had a revision surgery due to patient dissatisfaction with his inflatable penile prosthesis (ipp). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.